Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that device is leaking at bag connection. No patient injury or ill effects.

Manufacturer narrative:
Additional information was provided by a medtronic sales representative on 03/10/2017 confirming that this is a duplicate of a previously reported complaint MFR report# 2024500-2017-05003. Therefore this complaint will be voided and no additional investigation results will be sent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that device is leaking at bag connection. No patient injury or ill effects.